Event description:
Customer called to report a cartridge chemistry (cc) reagent delivery subsystem motion error on the unicel dxc 800 synchron system, as well as a reagent syringe leak. Customer also stated that the reagent syringe was not securely fastened to the t-valve. The field service engineer (fse) inspected the instrument and confirmed that the reagent syringe was leaking because the valve assembly fitting was not securely tightened. The fse replaced the valve and the syringe, which resolved the instrument issue. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated that patient sample results were not affected, and that no one was harmed by or exposed to the leak.

Manufacturer narrative:
The initial report for this event was submitted on (B)(4) 2011 at 22:05:15 est, (core identification: (B)(4)) and failed due to a duplicate report identification number. This is a repeat initial report with a new report identification number: medwatch #2050012-2011-08195. (B)(4).